Event description:
It was reported that catheter entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the device got stuck with the 0.014inch non-boston scientific guidewire. It was also noted that the wire lumen was damaged. The catheter and the guidewire were removed as a single unit. The procedure was completed with a different device. There were no patient complications nor injuries reported.